Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed that the pacemaker was in backup vvi. No changes or intervention was reported. There were no patient consequences.